Event description:
In (B)(6) 2013, the patient underwent si joint fusion where three ifuse implants were placed. The patient reported growing pain following the procedure. CT imaging revealed possible ilium fracture near the superior implant. In (B)(6) 2013, the surgeon performed a revision surgery where he removed the most superior implant. The patient is doing well following the procedure.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is fracture due to implant placement. Ifuse implant, p/n 7035-90, lot# 8078003804006, manufactured 08/08/12, expires 2015-09. Ifuse implant, p/n 7040-90, lot# 148820, manufactured 11/30/12, expires 2017-11. Ifuse implant, p/n 7050-90, lot# 147606, manufactured 11/12/12, expires 2017-10.